Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2000 and a right total hip arthroplasty on (B)(6) 2003. During post-operative monitoring and testing, femoral and acetabular osteolysis, and a cyst on the acetabular component were noted. Patient further reported pain and leg length discrepancy. There has been no reported revision procedures to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrections in the event description.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported that patient underwent right total hip arthroplasty on (B)(6) 2003. During post-operative monitoring and testing, femoral and acetabular osteolysis, and a cyst on the acetabular component were noted in the patient's right hip. Patient further reported pain and leg length discrepancy. There has been no reported right hip revision procedure to date. A review of invoice history and further follow up revealed that patient underwent left total hip arthroplasty on (B)(6) 2000. Subsequently, a left hip revision procedure occurred on an unknown date due to an unknown reason.

Manufacturer narrative:
This report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) post market surveillance study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2003. During post-operative monitoring and testing, femoral and acetabular osteolysis, and a cyst on the acetabular component were noted in the patient's right hip. Patient further reported pain and leg length discrepancy. A review of invoice history and further follow up revealed that patient underwent left total hip arthroplasty on (B)(6) 2000. There has been no reported revision procedure of the left hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states," material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 14 states," postoperative bone fracture and pain." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-07233 / 07235).